Manufacturer narrative:
The lot complaint history was reviewed. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause of the event cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a suction error during the suction process of the right eye. Many attempts to obtain suction were noted with no success. The patient interface was exchanged. It was noted there was patient harm and patient has recovered. Additional information requested.